Event description:
(B)(6), pharmacist at the hospital, alleged the following event: "the ceramic implant fractured. It was implanted 6 years ago (on (B)(6) 2005)."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if it becomes available, then it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.